Manufacturer narrative:
The customer¿s report of a leak at the point where the microclave clear locks to the tubing set (female luer) was confirmed. No anomalies or evidence of damage was observed during visual inspection (including microscopic inspection). Functional and pressure testing between set model 10014916 and the ICU microclave was performed; a leak was observed between the threads of the female luer and microclave. Dimensional testing was performed on all of the female luers of both sets; all luers were within parameters determined by iso regulations. No leaks were observed during functional and pressure testing between set model 10014916 and bd only mating components. The cause of the leak was a visible gap in between the mating luers. The root cause of the gap is poor fitment or slight lack of compatibility between the set model 10014916 and the ICU microclave.

Event description:
The customer initially reported that during an infusion on a nicu patient fluid leaked from the filter, but later reported that the leak occurred at the point where the microclave clear locks to the tubing set.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that fluid leaked from the filter during an infusion on a nicu patient. There was no report of patient harm.